Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Installing new beds and when the floor lock is engaged, the floor lock does not keep the bed from moving. Ordered new leg assembly and maintenance to replace.